Event description:
"Patient came to clinic for there normal 30-day follow-up and CT post procedure. Dr. (B)(6), upon reviewing the CT, noticed an abnormality in the distal part of the stent graft. Upon review, dr. Roy thinks it could possibly be stent graft infolding." Patient outcome: "the patient is asymptomatic, and it was discovered in routine follow-up. Dr. (B)(6) plans to bring in the patient to do ivus and an angiogram to confirm his findings. Patient was complaining of chest pain unrelated to this event so he is referring him to cardiologist and then will schedule follow up procedures at a later date."

Event description:
"Patient came to clinic for there normal 30 day follow up and CT post procedure. Dr. (B)(6), upon reviewing the CT, noticed an abnormality in the distal part of the stent graft. Upon review, dr. (B)(6) thinks it could possibly be stent graft infolding. " patient outcome: "the patient is asymptomatic, and it was discovered in routine follow up. Dr. (B)(6) plans to bring in the patient to do ivus and an angiogram to confirm his findings. Patient was complaining of chest pain unrelated to this event so he is referring him to cardiologist and then will schedule follow up procedures at a later date."